Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient was getting shocks all the way up the ribs and [it] was still "spiking." The patient's trial with her device was "perfect." The patient felt that her physician put the lead in too high, and that it was a "nightmare." The manufacturer representative was still trying to program the patient's device to get stimulation in the lower back area. The patient wanted stimulation in the backside of the left leg, but was receiving stimulation in the back side of the right leg. The patient broke her wrist 6 months previous and got very tired holding the antenna for programming during a reprogramming session on (B)(6) 2012. The patient requested further programming. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID: 3550-39, lot#: n326462, implanted: (B)(6) 2012. Product type: accessory. (B)(4).